Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s husband) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and radiculopathy. No drug information was provided. It was reported that within 30 days of the patient¿s implant procedure for the pump, it became infected and needed to be removed. The patient¿s husband stated, ¿(B)(6) had sat in, and she was hospitalized several times for eight day periods with (B)(6)¿. The patient was diagnosed later with cutaneous t-cell lymphoma (sezary syndrome) and passed from life on (B)(6) 2016.